Event description:
N/a.

Manufacturer narrative:
Additional information: event site: (B)(6).

Event description:
It was reported that during a routine check conducted by the customer, the cs100 intra- aortic balloon pump (iabp) had an autofill failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the solenoid drive pcb. The unit is now working. Tall functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.